Manufacturer narrative:
A review of the device history records was performed for the reported packaging lot (1366229) for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly and performance specs. A review of the navilyst medical complaint report for the product family of contrast injection lines and the failure mode of "foreign matter in tubing" does not identify a trend for this issue. The returned sample was visually inspected and the reported issue was confirmed. The root cause for this issue is employee lack of visualization of the component while packaging. Process controls for this device include performing a 100% inspection for foreign matter under a magnification lamp at the packaging work step. All employees associated with the production of the reported work order have been retrained on the applicable packaging and inspection procedures. (B)(4).

Event description:
As reported by distributor in (B)(4), while unpacking, product was noted that there was particulate (fiber) within the tubing of one unit of a contrast injection line. The device was not distributed, but was returned to navilyst medical for eval.